Manufacturer narrative:
(B)(4). The reported complaint of "no ECG signal on iabp despite correct connections" is not able to be confirmed. No part was returned to t eleflex chelmsford for investigation. According to the field service report, the field service representative performed the functional check. The unit was performing to factory standards. Based on a review of the device history record (DHR), the product met specif ication upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "no ECG signal on iabp despite correctconnection". Additional informaiton states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "no ECG signal on iabp despite correctconnection". Additional informaiton states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".